Event description:
It was reported that the patient had been hospitalized at (B)(6) with hyperglycemia on (B)(6) 2025. The patient's blood glucose (bg) levels reached 600 mg/dl while wearing the pod between 4 and 24 hours. According to the patient, no symptoms were present, and the healthcare provider informed him that his bg levels were high, but no diagnosis were made. The patient was treated with intravenous insulin. The patient was released the following day, (B)(6) 2025. The patient reported that the pod cannula did not insert into the skin. Upon pod removal, the patient noted that the cannula was bent and the pink slide did not move forward. The pod was removed at the hospital.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the reported needle mechanism failure, bent cannula or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Operating system: bp2a.250605.031.a3.s931usqu5byi3. Hardware: sm-s931u. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.